Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 431 mg/dl, 292 mg/dl, 228 mg/dl, 163 mg/dl and 213 mg/dl. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.